Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient was having issues with the new battery that was put in a year ago. Patient rep stated that they were having trouble all year but then they finally realized that the burning patient was talking about was not nerve ending burning, but was physically burning the patient. Patient rep stated that the paddle that charges the implant was getting really hot and the patient had turned their machine off. Patient rep noted the patient's back was hot when the recharger was on their back when they were charging their implant. Patient rep noted the patient's skin was all red and was iced down. Patient rep did not have the recharger with them at the time of the call, but noted that they took a picture of the device. Agent asked and patient rep was unsure if there was any visible damage to the recharger. Agent reviewed recharging best practices with the patient re p. Agent reviewed role of pats (not a scheduling center), role of mdt rep, provided nas number and redirected to hcp. As a courtesy agent offered to send email to notify the field for visibility. Patient rep mentioned they would like to have a mdt rep at the patient's hcp appointment on january 29th.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.